Manufacturer narrative:
(B)(4): neither the device nor applicable imaging studies were returned to manufacturer therefore cause of event cannot be determined.

Event description:
Preoperative diagnosis: chronic low back pain procedure: laminectomy with posterolateral fusion it was reported that on an unknown date, post-op, the multiaxial screw shaft broke just below the poly axial head. The patient underwent lumbar fusion with laminectomy on (B)(6) 2013, wherein the product was implanted. The patient had following complication due to this event: pseudoarthrosis. The patient underwent revision surgery on to get the screws replaced. No fragments of the broken screw were remaining in the patient.